Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after changing supplies, the customer experienced an elevated blood glucose (bg) level in the 400s range (mg/dl). It was indicated that the customer would deliver a correction bolus via the pump. During troubleshooting with tandem technical support, an air bubble was noted and was expelled by performing fill tubing. The customer stated that the infusion set cannula could possibly be kinked. However, this was not confirmed as the customer did not remove the site to check. Two hours later, the customer's bg level was coming down and the customer was reported to be doing fine.

Manufacturer narrative:
.